Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date during hospitalization, the patient was treated with fluconazole (dose, frequency and route not reported) for the event. The peritoneal dialysis therapy was continued during treatment but at the time of this report, it was withdrawn. The patient had recovered from the peritonitis event. No additional information is available.